Event description:
Patient surgically implanted with pulse generator and ventricular leads. 3 months later patient examined at pacemaker clinic at hospital. Physician indicated that pacemaker was functioning properly and there was no evidence of heart failure. Eight days later patient complained that pacemaker was not functioning properly. Eight days later patient died suddenly. 90 days after devices were surgically implanted.